Event description:
It was reported that the customer had been receiving motor error alarm on the insulin pump while rewinding for a period of four to five months. The customer was unable to fill the tubing. The customer's blood glucose was unknown. Troubleshooting for the motor error alarm was done. The customer did not recall any significant events leading to the alarm. The customer confirmed that he also received the motor position encoder error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The motor was tested outside of the insulin pump and passed. Unable to confirmed error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.